Event description:
According to the reporter, post-operative a thoracoscopy procedure a wound dehiscence occurred as the suture line did not hold as the suture appears to have been cut, the patient had to be hospitalized and the surgery on the wound was repeated due to pyothorax. Another suture was used to resolve the issue.

Manufacturer narrative:
D10 concomitant products: gl-122, gl-122 polysorb* 3-0 vio 75cm v20 x36 (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3, date MFR received. The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 06/05/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.